Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl and the another blood glucose was 300 mg/dl. Customer did not stated any symptoms related to high blood glucose. The displacement test and self test were passed. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump alarmed insulin flow block alarm. No further patient complications were reported. Troubleshooting was performed. The device will not be returned for the analysis.